Event description:
Customer states the actuator on the lift is not working/not out of box/not early life/no follow up/ no additional information provided.

Manufacturer narrative:
Follow up to be sent if additional information is received.